Event description:
In this event, patient was removing hearing aid from ear when unkowning to the user, the dome had detached from the receiver and remained in ear canal. Patient continued to reinsert hearing aid for the following days, pushing the detached dome deeper into ear canal. Patient went to ent doctor who found the detached dome lodged in ear canal and was able to remove from ear. User reported pain and discomfort in the ear. Patient was prescribed an antibiotic. Results of technical investigation: hearing aids with eru wax guard were returned for investigation. Dome that was lodged in patient's ear was not returned. Devices that were returned were tested and are functioning within specification. User guide instructs patient to seek assistance from medical professional should a piece remain in the ear.

Manufacturer narrative:
Cross reporting case from canada.